Event description:
Reportedly, prior to the implantation of the subject ICD, the device was interrogated and a warning message was displayed concerning a "reset" that happened on (B)(6) 2015. The device was not implanted and will be returned for analysis.

Event description:
Reportedly, prior to the implantation of the subject ICD, the device was interrogated and a warning message was displayed concerning a "reset" that happened on (B)(6) 2015. The device was not implanted and will be returned for analysis.